Manufacturer narrative:
E.1 initial reporter e-mail:(B)(6). E.1 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta) that there was erroneous results. The following information was provided by the initial reporter: sample was initially collected using a syringe and the blood was transferred into the edta microtainer (.5 ml/ up to the second line on the microtainer). A blue top citrated tube was filled first and then the microtainer from the syringe. The microtainer results gave a hgb result of 6.1 and a hematocrit of 20.6 when tested on the sysmex 550. The patient was re-drawn two hours later in a 2ml bd vacutainer tube catalog 367841 and the hgb was 9.0 and the hct was 28.6, also tested on the sysmex 550. The patient was re-drawn a second time using a 2ml edta tube a few hours later , and the results were consistent with the 9.0 and 28.6 hgb&hct obtained from the first 2ml venous tube collection. There we no clots found in the original microtainer tube and when the customer examined a smear, there were no platelet clumps observed. Discrepant results.

Event description:
It was reported that while using bd microtainer® tubes with k2e (k2edta) that there was erroneous results. The following information was provided by the initial reporter: sample was initially collected using a syringe and the blood was transferred into the edta microtainer (.5 ml/ up to the second line on the microtainer). A blue top citrated tube was filled first and then the microtainer from the syringe. The microtainer results gave a hgb result of 6.1 and a hematocrit of 20.6 when tested on the sysmex 550. The patient was re-drawn two hours later in a 2ml bd vacutainer tube catalog 367841 and the hgb was 9.0 and the hct was 28.6, also tested on the sysmex 550. The patient was re-drawn a second time using a 2ml edta tube a few hours later , and the results were consistent with the 9.0 and 28.6 hgb&hct obtained from the first 2ml venous tube collection. There we no clots found in the original microtainer tube and when the customer examined a smear, there were no platelet clumps observed. Discrepant results.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 18-sept-2023. H.6. Investigation summary: bd received 50 samples for investigation. Retention sample testing: fifty (50) retention samples were evaluated for visual presence of additive with acceptable results. Fifteen (15) samples were evaluated for quantity of additive with acceptable results. The titration results of the retention samples were found within acceptable limits of of k2edta. The customer samples were clinically evaluated for erroneous results: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-hgb and hct) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results-hgb and hct. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.